Event description:
It was reported to philips that the device failed the defibrillation test. There was no patient involvement. The fse evaluated the device onsite. It was determined that this was a malfunction of the defibrillator capacitor which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.